Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to a high blood glucose value was 500 mg/dl at the time of the incident. The customer was treated with an insulin drip intravenous fluids. Troubleshooting was declined and the nothing will be replaced or returned.